Event description:
The customer contacted stryker to report that their device did not show the ECG when the pads were connected to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
A stryker representative visually inspected the device and did not observe any error codes. The representative did notice the customer was utilizing 3rd party defibrillation electrodes. Stryker advised the customer to utilize only approved accessories. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The cause of the reported issue could not be conclusively determined. The representative confirmed that a third-party defibrillation electrodes were found on the device which could likely have caused the reported issue. The representative changed the device settings so that the ECG waveform from the defibrillation electrodes is displayed immediately after switching on to solve the issue. The device is a loaner device and was returned to stryker maastricht upon completion of use; proper device operation was observed through functional and performance testing and the device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not show the ECG when the pads were connected to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.